Manufacturer narrative:
H4 - device mfg date: corrected. Received one device confirmed complaint of error code 46510 through power up test. Unit auto-populates ec on every startup failing power up test. Replaced main pwa board to resolve issues, unit now passes power up test and no longer shows any error codes.

Event description:
It was reported that the pump showed error code 46510 during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.